Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this rv lead exhibited high pacing threshold measurements and intermittent loss of capture at maximum device output. A revision procedure was performed wherein the lead was successfully repositioned with satisfactory measurements. Approximately one month later the patient presented for follow up at which time high pacing thresholds were observed once more though therapy was noted to remain unaffected. A second revision procedure was performed at which time the chronic rv lead was surgically abandoned and replaced with a new lead.